Event description:
It was reported that during the attempt to load the 2.75 x 12 mm nc trek balloon onto an unspecified guide wire, the hypotube separated at the hub. No resistance was encountered during the attempt to load the balloon onto the guide wire. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.